Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter occupation, other occupation and section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system did not allow the medication to be retrieved even an override code was entered. A technical support specialist (tss) dialed into the station and found that the customer had submitted a request for medication via rxverify, which was pending for pharmacy approval. The customer was advised to contact the pharmacy and the tss spoke with the pharmacy, explained the situation. It was confirmed that they would resolve the issue with the facility and the case was closed based on the conformation.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower user had an override code but was unable to pull medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower user had an override code but was unable to pull medication. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.